Event description:
Atrial unipolar lead impedance warning on (B)(6) 2022; measurement consistent with historical values. Prior lead warnings for 190 ohms on (B)(6) 2019. Atrial lead appears to be functioning as programmed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).